Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the evercross pta balloon catheter, there were deflation difficulties. The balloon took 10 minutes to fully deflate for removal from the popliteal artery. The lesion was located in the mid-section of the peripheral artery with a length of 60mm and a diameter of 5mm, with minimal tortuosity and calcification. The vessel was post-dilated, and the balloon was inflated using a 50/50 contrast fluid. Negative pressure was applied to fully deflate the balloon, and after sufficient time, the device was successfully withdrawn through the sheath. No issues were noted during inflation and no damage was noted to the balloon catheter. The procedure was completed using a new evercross 5x100 percutaneous transluminal angioplasty balloon. No patient complications have been reported as a result of this event.